Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Event description:
It was reported that the patient had a scab at the spinal cord stimulation (scs) lead incision site. It was noted that the scab was irritated and bleeding, however, the physician believed that this was not device related. The patient was healing and doing well.